Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) returned to the site and determined that the cause of the issue was a problem with the hospital's gas supply pressure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended throughout the evaluation.

Manufacturer narrative:
The field service representative (fsr) removed the epgs and replaced with an external gas blender and cover plates. The unit operated to the manufacturer's specifications. Per data log review reading, on (B)(6) 2019 at 12:32:19 pm an fio2 low reading and alarm was observed. The fio2 was set at 75 percent and 45 minutes later another alarm fio2 low pressure and o2 pressure has dropped. The suspect unit was sent back to the manufacturer for further evaluation. This complaint is related to (B)(4)/ medwatch #1828100-2019-00436.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a fraction of inspired oxygen (fio2) alarm and the oxygen (o2) pressure dropped. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the team had an incident with the electronic patient gas system (epgs). The epgs was set up and calibrated without issue for a case. The team sets up and calibrates the system per the instruction for use (IFU) with all components in line. About half way through the procedure, the team saw their partial pressure of oxygen (po2) values on the blood parameter monitor (bpm) dip down and noticed that their fio2 had adjusted to a value of 32%, without any user input to either the manual controls or the fio2 slider on the central control monitor (ccm). The end-user did not recall any messages in the messaging area of the ccm. The team saw the change and was able to readjust their value back up to the set point of around 80%. The case proceeded without issue, and only one occurrence was noticed. The unit was not exchanged out during the procedure. They just kept a very close eye on the po2 and set values of the fio2 epgs blender.